Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's lead was explanted due to infection at the lead site. The symptom was pain at the lead site. The ipg was left implanted in the patient. The patient was administered oral antibiotics. The physician does not believe that the infection was device or procedure related. The patient is reportedly doing well and the infection has resolved.